Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: canada.

Event description:
It was reported that before surgery, pulsavac was opened and was full of black debris. It was immediately noticed and removed from the room. Surgical technique was used. There was no patient harm/injury or surgical delay as there was no patient involvement. Due diligence is complete, no further information is available.

Manufacturer narrative:
His complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6 and h11. The packaging was returned opened. Visual examination of the returned product/provided pictures confirmed the battery pack was broken open and there was black debris from the battery expulsion throughout the sterile packaging. The battery pack was warped, the battery terminals were out of place, and the battery wiring was damaged. DHR was reviewed and no discrepancies related to the reported event were found. The root cause of the reported issue is attributed to a manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.